Event description:
A dialysis facility reported that a pt vomited and was complaining of cramps during a dialysis treatment. Labs were drawn and the pt was determined to be acidotic. The pt was discharged in stable condition. There was no serious pt injury. There were reportedly no alarms during the treatment.